Event description:
The insulin rate was found to be 150cc/hr. The rate should have been at 8cc/hr. The pump was noted earlier to show all zeros on screen. The nurse started to enter rates when all rates came back on. The nurse did not realize the insulin rate came back at 150cc/hr. The patient's blood sugar dropped and he had to be treated with 50% dextrose.